Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the locking mechanism was not functioning was confirmed. An assessment was performed and it was observed that the device was unable to secure the cutter to the locking mechanism, and the cutter was rotating in the locked position (power-broken), and the pawl release was worn. It was further determined that the device failed pretest for cutter assessment, and loctite and cable assessment. The assignable root cause was determined to be component damage caused by user error, running the device in the locked position. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the locking mechanism of the motor device was not functioning. During in-house engineering evaluation it was observed that the cutter device was rotating in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.